Event description:
According to the reporter: upon removal of the device from the packaging, it was noticed that the clear plastic tip was broken. It fell out of the trocar rendering it unusable. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.